Event description:
Allegedly the pt was revised due to unknown reasons. Related to complaint (B)(4).

Manufacturer narrative:
This is the same event as 3010536692-2014-01684. This report will be updated when investigation is complete.